Event description:
While doing a function check, the technician found that once the bed exit is set it would not alarm when the weight was removed from the tape switches.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.